Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead possibly contributing to inappropriate event termination.  The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.